Event description:
Loud "pop" sound was heard, 2nd then sparks were observed coming from underside of bed. Upon evaluation, found guide assembly bent 2nd electric wires from the limit switches had been cut by the bed mechanism. No damage found on the head section of the bed.